Manufacturer narrative:
(B)(4). Visual inspection of the returned product noted the following: the product was returned with the foil lid already torn off and the packaging is open. There is some liquid that is on the bottles and packaging. Inspection of the seal noted the cap was crimped and felt like it was intact when pulled off. The photos of the rubber seal marked rubber seal do not show any signs of liquid leaking out from around the rubber or the crimped part around it. The bottle was tipped upside down for several seconds to see again if anything would leak out. No liquid came out of the seal. The crimped portion of the seal was twisted in both directions to see if it was loose and it was not. None of the contents appear to be broken and no leaking was noticed from the bottle containing liquid. The source of the foreign liquid on the components is unknown. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a procedure when the package was opened it was noticed that there was debris in the sterile packaging. Subsequently, another kit had to be open.